Manufacturer narrative:
Literature citation: christopher m. Holland, meysam a. Kebriaei and david m. Wrubel, " posterior cervical spinal fusion in a 3-week-old infant with a severe subaxial distraction injury " (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient suffered a severe subaxial cervical fracture dislocation with spinal cord injury that occurred as a result of non-accidental trauma. Imaging demonstrated severe distraction at c5-6 and near-complete spinal cord transection resulting in quadriparesis. The patient underwent an open reduction of the cervical dislocation, non-instrumented posterior segmental fusion augmented with split rib autograft and recombinant human bone morphogenetic protein- 2. The rib grafts were then split longitudinally and secured in the posterolateral gutters using the umbilical tape. The remaining ribs were then wrapped in 4.2-mg recombinant human bone morphogenetic protein (rhbmp-2) patties and were placed from c-4 to c-7. Post - operative imaging demonstrated progressive bony fusion at 2 months, and clinical examination findings progressed to a motor examination classification of asia c. At 2 years, the fusion mass was stable and cervical alignment was maintained. The patient remained flaccid in the bilateral lower extremities, but had movement with some dexterity in both hands. Follow-up MRI showed severe spinal cord injury with chronic myelomalacia at the level of injury, as well as posttraumatic pseudomeningoceles at c5-6 likely resulting from the avulsion of the bilateral c6 nerve roots.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.